Event description:
It was reported that the lead impedance was around 50 ohms in august but has now jumped to 150 ohms and has gone above 200 ohms at times. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.